Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level as high as 420 mg/dl. By the end of report, the customer's bg level was 273 mg/dl. The bg level was addressed with a bolus via the pump. A system check with tandem¿s technical support indicated that the pump, cartridge, and infusion set functioned as expected.